Manufacturer narrative:
G4: 29jul2020. B4: 30jul2020. The device was evaluated by the customer with assistance from a philips field service engineer (fse). The customer requested tech support from the fse and the part numbers for a replacement speaker assembly. The customer was provided with the part numbers for a replacement speaker assembly via phone from the philips fse . The customer declined onsite repair and assistance from the fse. No parts were ordered or service requested and the case was closed. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
It was reported to philips that the device had a check vent alarm, primary alarm failed. The device was not being used on a patient at the time of the event. There was no adverse event to the patient or user as a result of this event. The customer requested that a philips field service engineer (fse) be dispatched to the customer site.